Event description:
It was reported that the tip of a depth gauge was noted to be broken. The device is used for intramedullary nailing procedures to repair a femur fracture; however, it is uncertain if the device was used for a surgery. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: product investigation summary: one of the following was received: depth gauge (part 319.006 / lot 6579007). The returned depth gauge shows light use during its 4+ year lifespan. The hooked needle stem of the device is broken off at the base of the black body (the broken stem is approximately 75mm in length) and was returned. The depth gauge is part of 2.4 mm variable angle lcp distal radius system and is used to measure the depth of the holes for the 2.0mm/2.4mm screws to ensure the correct screw length is used during the procedure. The information is provided per the 2.4 mm variable angle lcp distal radius system technique guide. Although the damage appears to be the result of excessive weight being placed onto the needle during sterile processing, and does not appear to be the result of normal use, the exact cause could not be identified. This complaint is confirmed. The associated drawing for the device(s) was reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The thickness of the needle (1.25 mm) is driven by the fact that the needle must fit into a drilled hole of 1.5 mm, and the length (80 mm) is determined so that the slider can measure screws up to 40 mm. The material of the needle probe component (part 319.006.03) is extra hard (B)(4), which is an appropriate material for an instrument component of this type. The damage appears to be the result of excessive weight being placed onto the needle during sterile processing and does not appear to be the result of normal use; although, the exact cause could not be identified. The design is adequate for its intended use when used and maintained as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: it is unknown if there was patient involvement. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. The device history record was reviewed and no issues were found during manufacture that would contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.